Event description:
End user alleges that there was an inch clearance when moving tilt positions. He would move the tilt and it would jolt up or down about an inch. Repair person asked him to call and get tilt actuator part number.